Event description:
Customer reported that the insulin pump was cracked near the battery compartment. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.